Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer has had some high and low blood glucose readings with the insulin pump. Customer's blood glucose was 40 mg/dl at the time of the incident. Customer's current blood glucose is 367 mg/dl. Customer has been experiencing low blood glucose for 2 weeks. Troubleshooting was performed and caller stated that the pump was exposed to an MRI. Caller was advised to speak to their health care professional regarding the low blood glucose.